Event description:
Information was received indicating that during testing a cadd ms3, mdl 7400, exhibited system fault. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that during power up the device displayed "error code 112." The investigation determined that a loose drive rod and lead screw were the cause of the reported issue. The loose parts were replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.